Event description:
It was reported that a pump failed a flow rate test during pm testing by approximately 12%. Customer stated that the device was running at 100ml/hr with the total vtbi being 40ml. Customer stated that when the device finished infusing it had only delivered 35ml. Customer also stated that there was no pt involvement.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was received and evaluated by baxter. The evaluation confirmed the pump to under deliver by approximately 14%. Further engineering testing confirmed the under delivery. The investigation determined that the finger pressure plates were getting stuck under the pressure plate holders which caused the pump to under infuse. This was caused by dried cleaning agent that was building up under the plates. The door, pressure plates and pressure plate holders were cleaned and all residues were removed. The device was then tested and performed within specification.